Manufacturer narrative:
Device evaluated by MFR: a mustang 7.0 x 100, 75cm was received for analysis. The device was received in two sections due to a complete separation of the shaft. The distal section of the device was received lodged inside the customers 5fr sheath. For investigation purposes the investigator removed the distal section of the device distally out of the customers sheath. A visual examination of the returned device confirmed that the balloon was not folded and had been subjected to positive pressure. No issues were noted with the balloon material. No issues were noted with the tip of the device. A visual and tactile examination found the shaft of the device to have separated at the proximal balloon bond. Severe stretching damage was also noted beginning at the point of separation and extending for approximately 260mm distally along the shaft.

Event description:
It was reported that the balloon was fractured. The 50% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 7.0 x 100, 75cm mustang balloon catheter was advance for dilation. During the procedure, the balloon was inflated 8 to 10 atmospheres. Upon removal with the balloon fully deflated by holding a vacuum, the device could not be retracted. The balloon was fractured at the femoral artery. The sheath was removed, and the remaining fractured portion was pulled out subsequently. The procedure was completed. There were no patient complications.

Event description:
It was reported that the balloon was fractured. The 50% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 7.0 x 100, 75cm mustang balloon catheter was advance for dilation. During the procedure, the balloon was inflated 8 to 10 atmospheres. Upon removal with the balloon fully deflated by holding a vacuum, the device could not be retracted. The balloon was fractured at the femoral artery. The sheath was removed, and the remaining fractured portion was pulled out subsequently. The procedure was completed. There were no patient complications.